Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was found in standby mode on (B)(6) 2021 after a chest radiation therapy was performed. On (B)(6) 2021, the second radiation therapy was performed.

Event description:
Reportedly, the pacemaker was found in standby mode on (B)(6) 2021 after a chest radiation therapy was performed. On (B)(6) 2021, the second radiation therapy was performed.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Please refer to the updated analysis report. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, the pacemaker was found in standby mode on (B)(6) 2021 after a chest radiation therapy was performed. On (B)(6) 2021, the second radiation therapy was performed.